Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charged couple device (r-unit) and inadequate resolution. A definitive root cause could not be identified. Based on the investigation findings, the cause of the no-image issue could not be determined. The evaluation confirmed that the (r-unit) charged couple device was broken, resulting in inadequate resolution, and the most probable cause of the (r-unit) charged couple device damage traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope is nonfunctional, as it does not display image. There were no reports of patient harm.